Manufacturer narrative:
Other, other text: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. The physical condition of the pump was good. The event history log was reviewed and found four occurrences with high alarm displayed cassette not attached properly. Performed manual mode and functional test and failed on a d screen dso stuck unable to performed nda testing of pump. The customer's problem was duplicated during manual mode when latch handle is closed causing pump to alarm and failed during functional testing. It was determined to be an inoperable dso sensor. The dso sensor was replaced. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Investigation, including root cause analysis is, in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that during a returned order service an alarm occurred. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.